Manufacturer narrative:
Insulin pump passed displacement test, basic occlusion test, and prime test. Insulin pump received with stuck motor error alarm loop during excessive no delivery test. The motor tested outside of the device and passed. Insulin pump received with broken reservoir tube lip, missing reservoir tube lip o-ring, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corner, stained end cap sticker, and cracked battery tube thread noted.

Event description:
It was reported via phone call, that the customer received a motor error alarm. Customer's blood glucose level at the time 117 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.